Event description:
Supplemental report is being submitted due to the lab evaluation on 22-dec-2021 and confirmation of the lot number and rpn 19-jan-2022 lab evaluation complete 22-dec-2021: proximal needle kink. Confirmation received from the customer on (B)(6) 2022 that the lot number is 'c1849907' and the rpn is 'echo-hd-22-c'. Additional information recieved 19-jan-2022: this complaint is about the echo-hd-22-c and lot number c1849907.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot c1849907 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 dec 2021. A proximal needle kink was observed below the sheath extender clarification was requested as follows: ¿I am currently carrying out investigation into (B)(4) as you can see from the answer to q.28 of the additional questions the stylet was partially removed when advancing the needle into the target site and therefore this would be considered user error as the ifu0077-4 states ¿"ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ can you please confirm if the stylet partially removed when advancing the needle into the target site could potentially have led to the failure of needle kink below sheath extender observed during the lab evaluation? If not, then I will request an additional pr to be opened up for the user error.¿ reply was received as follows: ¿potentially the user error situation could have contributed to the needle kink. Having the stylet in the correct position will reduce the impact onto the needle and by retracting the stylet it exposed the needle to extra forces¿. Document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1849907 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1849907 . The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). A definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. Potentially the user error situation could have contributed to the needle kink. Having the stylet in the correct position will reduce the impact onto the needle and by retracting the stylet it exposed the needle to extra forces¿. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 31-mar-2022.

Event description:
They had a problem with a eus-needle. She tried to push the mandrin in the needle but after 10cm it was very hard to push the mandrin into the sheet. No rpn given, no lot number known. "As per cc form": they were not able to put the stylet back into the needle after a few punctures. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence: are images of the device or procedure available? No . If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, . Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a . If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: was gaining access to the target site difficult? N/a . Was the device used in a tortuous position? N/a . Was puncture of the target site difficult? N/a . Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). . If the lungs, which lymph node was being targeted? N/a . Please describe the size of the intended target site. . If not with the device in question, how was the procedure performed and/or finished? New needle . Was the device damaged in packaging prior to removal? No . Was the device damaged on removal from packaging? No . Was force required to remove the device? No . Did the patient require any additional procedures as a result of this event? No . What intervention (if any) was required? . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure . Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No . If yes, please specify what was observed and where on the device it was observed. . What is the scope manufacturer and model number that was used?ebus olympus 180 . Was resistance felt while inserting the device through the scope? No . Was the scope recently serviced / repaired? No when was the issued with the product noted? On advan . Cement of the sheath/needle or on needle retraction? . Was the syringe used during the procedure, after the stylet was removed? N/a . Was difficulty experienced while retracting the needle? No . Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes . Was the endoscope in a flexed or twisted position at any time during the procedure? N/a . Was the stylet partially removed when advancing the needle into the target site? Yes . How many samples were obtained (passes completed) with this needle? N/a . Did any section of the device detach inside the patient? No if yes, please specify: . Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No . Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No . When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a if an ebus procedure did the needle tip hit the cartilage rings of the trachea n/a

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.